Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump had a error code, and flash memory post. No patient injury reported.

Manufacturer narrative:
B3: date of event is unknown; one infusion pump was received for evaluation. Visual inspection found the tamper seal broken, chipped top case corners, cracked battery door. The event history logs shows flash memory post. This was duplicated at power up. The cause of the reported problem is the main board no longer operates as intended, unable to determine why, no visible damage found. Repairs done to correct the reported problem was replace main board, performed power up process and preventive maintenance, all functional tests passed. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.